Event description:
Patient 3: experienced full thickness skin necrosis near the catheter site. Catheter was placed dorsally on the foot, inserted near the incision by the 2nd metatarsal, going distally with the catheter. Physician had previously used a 1ml/hr pump for this type of surgery, but had changed to a 2ml/hr pump for this pt. He will return to the 1ml/hr pump for future pts. No further info available.

Manufacturer narrative:
No samples were available for evaluation and investigation. The report did not provide any specific info concerning the pt, pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The device history record was reviewed for the lot and all mfg operations were found to be within specification. A review of the lot history showed no other complaints for necrosis for the reported lot. The directions for use (dfu) for on-q catheters and introducers contain this warning: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result, in particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc.) Where fluid may build up as this may lead to ischemic injury or necrosis." (Parts 1304266, rev. F and 1034265, rev.g). A technical bulletin has also been created covering "hand and foot surgery continuous infusion - volume and flow rate selection." (Part 1304915, rev. A). If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.